Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2021, an x-ray was performed and dislodgement was noted. The right atrial lead had far r-wave oversensing and inappropriate low voltage output due to dislodgement. The physician elected to reposition the right atrial lead that same day. The patient was in stable condition.